Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info rec'd from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It is reported that: the pt states that she was advised by her surgeon of the recall. She recently completed blood work, an MRI and x-rays. She visited the surgeon on (B)(6) 2012 and was advised that her blood sample recorded elevated metal levels of 7.7. Her MRI and x-rays appeared normal. The pt states that she has been in constant pain since the implant surgery. Three months after the surgery she returned to her surgeon complaining of the intense pain in her hip that extended into her back. The pt states that she has arthritis in her back. She rec'd cortisone shots and other therapies which she states helped her back but not the pain in her hip. She states that she has constant pain and soreness on the right side that extends from her outer thigh to her knee. When she rubs the area, she also experiences a prickling sensation as though it is going to sleep. She does water exercises three times a week to try to relieve the pain. She states that she can't walk a long time or on hard surfaces w/o experiencing intense pain.